Manufacturer narrative:
A device service history review has been performed and identified that the flow sensor was manufactured in 2023 and no other similar event has been reported, neither concerning trend has been identified. Based on all the above, the most likely root cause has been assigned to a defective flow sensor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a flow measurement sensor used with a s5 centrifugal pump had an issue during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the flow measurement sensor. The incident occurred in (B)(6), california. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The affected unit was replaced with a new one purchased by the customer. Flashed software to latest version. Subsequent functional verification testing was completed without issues and the new unit was released to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.